Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that during the index procedure the physician noticed what appeared to be a disconnection between the screw gear and graft cover mechanism. The delivery system was inserted into the patient. When the physician started to unscrew the blue slider handle it was noticed that the graft cover did not start coming back as normal in order to unsheathe the stent graft. As the physician continued to spin the blue slider an increase force was required to spin the blue slider handle and at this point the physician felt there was a defect in the device. The physician stopped the attempted deployment and when the physician took the hand-off the blue slider handle, the handled recoiled back up the screw gear on its own towards its original position next to the front grip of the delivery system. The physician removed the device from the patient with no injuries to the patient; however, the physician noticed damaged to the graft cover. The physician selected another device and the procedure was completed successfully. The patient is doing fine. The delivery system was discarded by the user facility.

Manufacturer narrative:
(B)(4). Results: deployment difficulty, break, unknown cause. Conclusion: deployment difficulty, break, unknown cause.